Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle lite meter was reviewed. The dhrs showed the freestyle lite meter passed all tests prior to release. The DHR for the freestyle strips was reviewed and the DHR showed the strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported erratic readings when testing on an adc meter. On (B)(6)2019, the readings of 213 mg/dl at 6:11 a.m. And 51 mg/dlat 11:53 a.m. Were obtained which were perceived to be higher than how the customer felt. Customer experienced symptoms of sweating and numbness from hips to her feet, difficulty seeing, and feeling like she was going "into a coma." A family member was called and upon arrival, an unspecified blood glucose result was obtained that "was not correct since it did not match the way she feels at that moment." The daughter treated the customer with juice and "crushed sugar tablets, and additional sugars that were available. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported erratic readings when testing on an adc meter. On (B)(6) 2019, the readings of 213 mg/dl at 6:11 a.m. And 51 mg/dl at 11:53 a.m. Were obtained which were perceived to be higher than how the customer felt. Customer experienced symptoms of sweating and numbness from hips to her feet, difficulty seeing, and feeling like she was going "into a coma." A family member was called and upon arrival, an unspecified blood glucose result was obtained that "was not correct since it did not match the way she feels at that moment." The daughter treated the customer with juice and "crushed sugar tablets, and additional sugars that were available. No additional information was provided. There was no report of death or permanent injury associated with this event.